Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v012618, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 22-sep-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that about 3 months before replacement in (B)(6) 2010, the electrodes broke and it fried. Patient expressed disappointment about the electrodes breaking. Patient stated the problem was that the electrodes that broke actually pinpointed the nerve and helped his pain condition, nerve pain that prior to ins would not go away and made it so he could not make it through the day and he could not walk. Patient stated he knows they pinpointed that nerve because during the implant surgery, he was half awake and they were playing with his spinal nerves and it was not pretty. Loss of therapeutic affect reported. No further complications were reported/anticipated.